Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-70 serial #: (B)(4), description: infinion 70 cm lead kit the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had infection. Symptom of redness around the ipg site was noted. The patient was placed on antibiotics and underwent an explant procedure per physician's preference. No device malfunction was suspected.